Manufacturer narrative:
It was reported that a vigilance device failure occurred during surgery. Technical investigation did not allow to determine the root cause of the issue.

Event description:
After setting up the patient and the rosa, the surgeon attempted to begin registration. However, when he stepped on the pedal to move the arm from the parked position to the home position, the arm did not move. A vigilance device error was reported, but subsequent tries to move the arm resulted in no success. The field service engineer (fse) unplugged and replugged the vigilance device, and then the arm was able to move without problem. Delay to case was inferior to 5 minutes, no patient impact, before first incision.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
After setting up the patient and the rosa, the surgeon attempted to begin registration. However, when he stepped on the pedal to move the arm from the parked position to the home position, the arm did not move. A vigilance device error was reported, but subsequent tries to move the arm resulted in no success. The field service engineer (fse) unplugged and replug the vigilance device, and then the arm was able to move without problem. Delay to case was inferior to 5 minutes, no patient impact, before first incision.